Event description:
A malfunction occurred when the caller reported that the pump battery would not charge, and the charging connection was unstable or not recognized. There was no adverse impact on the customer's blood glucose level. To address the issue, technical support instructed the caller to try different wall outlets, adapters, and cables, but these efforts did not resolve the problem. Consequently, technical support decided to replace the pump, ensuring the customer was informed of the replacement process. The customer was instructed to allow the pump battery to deplete before transport and to return the defective pump to tandem using a pre-paid label and return box. A replacement pump was provided to ensure continuous insulin delivery.